Manufacturer narrative:
Continuation of medical devices: dtba1d1 device, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an open pocket with infection. The open pocket was a result of impaired healing and erosion and it was noted there was vegetation on the leads. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.